Event description:
Upon review of historical data, the customer noted two low advia centaur xp afp patient sample results that did not match the clinical picture of the patients. There are no reports that treatment was altered or prescribed or adverse health consequences based on the discordant advia centaur xp afp results.

Manufacturer narrative:
The cause for the discordant afp results is unknown. The patient samples are not available for further testing. Quality control material was in range at the time of the discordant results. No further evaluation of the device is required. The intended use section of the instructions for use states the following: "the advia centaur afp assay is not a screening test for cancer and must never be used as such. Afp testing is a safe and effective supplement to patient care when used as part of the overall management strategy for patients undergoing treatment for non-seminomatous testicular cancer or for patients being monitored after therapy is complete. Do not interpret serum afp as absolute evidence of the presence of malignant disease. At time of presentation, patients with confirmed non-seminomatous testicular cancer may have serum afp concentrations within the range observed in healthy individuals. Since elevated afp levels are often found in patients with other malignant and non-malignant conditions, the physician should rule out all other conditions associated with elevated afp levels prior to the use of the advia centaur afp values in non-seminomatous testicular cancer management. Conversely, low concentrations of afp are not necessarily indicative of absence of disease, particularly post-surgery or after chemotherapy. Testicular tumors that are histologically categorized as pure seminoma do not synthesize afp. The advia centaur afp assay, as a useful adjunct in cancer management is intended for the evaluation of non-seminomatous testicular cancer, or mixed tumors with non-seminomatous elements, but not for pure seminoma. Additionally, several histologic subtypes of non-seminoma either do not synthesize afp (chonocarcinoma) or do so unpredictably (teratoma). Therefore, afp levels should be used concurrently with other diagnostic and clinical patient information."